Event description:
It was reported that the patient was experiencing electrical shocks from her implanted neurostimulator. The physician presumed that the shock was coming from 'defective wires'. The neurostimulator and leads were replaced. Impedances on the new device were checked and found to be 'satisfactory'. Following the procedure, no complications were reported. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Lead model 435135, serial # (B)(4), lot # unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2011; lead model 435135, serial # (B)(4), lot # unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2011; lead model 435135, serial # (B)(4), lot # unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2011; lead model 435135, serial # (B)(4), lot # unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2011.